Event description:
Customer called on (B)(4) 2012, reporting that the probe wash of the lh 500 hematology analyzer was leaking when it goes down for the second time. Customer reported checking the probe wash tubing and fittings but was unable to locate the source of the leak. Customer was wearing personal protective equipment consisting of gloves and no exposure or injury was reported as a result of the leak. Customer stated that no erroneous results were generated as a result of the leak and there was no change to patient treatment attributed to this event. Field service engineer (fse) was dispatched but was unable to reproduce the leak at probe wipe assembly. Fse checked the probe wipe alignment and adjusted the probe wipe assembly. Customer has not reported any recurrence of the leak as of (B)(4) 2012. Root cause of the leak is unknown but may be attributed to the probe wipe assembly and its respective tubing.

Manufacturer narrative:
(B)(4).